Manufacturer narrative:
The biomedical engineer reports that the arrythmia recall does not display on the rns for the bsm (bedside monitor). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the arrythmia recall does not display on the rns for the bsm (bedside monitor).